Event description:
It was reported that the patient received shocks as the right ventricular (rv) lead had episodes of t-wave oversensing (twos) . The lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. 4 non-sustained tachycardia , 1 ventricular fibrillation (vf), 4 t-wave oversensing (twos), and 5 "lead failure predictor" episodes of less than 220 ms cycle length are recorded on (B)(6) 2013. 66 lifetime v-sic occur since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 implantable pacing lead implanted: (B)(6) 2013. (B)(4).